Event description:
It was reported that during a lobectomy procedure, the device only stapled partially and the reload could not be used anymore. The device did not cut. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/15/2008. Firing trigger teeth damaged. Eval summary: the analysis results found that the instrument was returned in good visual condition and with no reload present, however, the firing mechanism was noted to be damaged. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged, no functional test was performed due to conditions of the device. While no conclusion could be reached as to how the firing mechanism became damaged, please note that a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipment. The mfg records were reviewed and no anomalies were found during the mfg process.